Manufacturer narrative:
Follow-up #1: date of submission 05/11/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/02/2016 with the following findings: the review of the black box data showed occlusion alarms with high force. During the actual investigation, the rewind, load cartridge, and prime steps were performed successfully with no alarm occurrences. The force sensor calibration check was performed and confirmed that the sensor was detecting the correct force. In addition, the pump was exercised for 24 hours with no occlusion occurrences. Unrelated to the original complaint, the battery compartment was noted to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. The pump emitted an occlusion alarm alerting the user. The user was unable to complete the prime steps post cartridge and tubing changes without a persistent occlusion alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.